Event description:
During variceal banding in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. The ligator barrel detached from the endoscope. The barrel was pushed into the stomach and left to pass naturally through the gastrointestinal tract. The patient was admitted and an esophagogastroduodenoscopy (egd) was performed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in the (B)(6). (B)(4). Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional information: if an incompatible endoscope was used, this could be the reason for the reported barrel detachment. The endoscope model number was requested several times in an attempt to ascertain the outer diameter of the endoscope used with this device. The information was not provided. The associated serial number was communicated to olympus in an effort to identify the endoscope but the number provided (# (B)(4)) is invalid when checked with olympus. The endoscope used with this device could not be identified.